Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd was contacted to confirm the address and lot numbers for the cleo infusion sets, and a replacement was processed. The pwd inquired about skin prep wipes and was informed they could not be provided; an offer to send sourcing information was declined. During the first training attempt, the adhesive adhered to itself and the cleo could not be used; the second attempt was successful. The infusion set was reported as loose/leaking, and the cannula did not adhere to the site upon insertion. The event occurred while in use with a patient, and there was no patient injury.